Event description:
The device was used during an unspecified procedure. Reportedly, the sleeve was damaged. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA.